Manufacturer narrative:
It was reported that a surgical light fell and that a nurse caught the light. When the stryker field service technician (sfst) arrived onsite to replace the light, the customer requested that the sfst inspect the other lights that were converted to low ceiling at the same time. Upon inspection, the sfst found that the c-clip was not found to be installed in the other lights. The sfst installed the c-clip and the sfst checked for functionality.  There was no patient  involvement and no adverse event reported to have occurred.

Event description:
It was reported that a surgical light fell and that a nurse caught the light. When the stryker field service technician (sfst) arrived onsite to replace the light, the customer requested that the sfst inspect the other lights that were converted to low ceiling at the same time. Upon inspection, the sfst found that the circlip was not found to be installed in the other lights. There was no patient involvement and no adverse event reported to have occurred.